Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery. A 10.0mmx20mmx80cm (5f) sterling balloon catheter was used to dilate the lesion. The 1st and 2nd inflations were performed at 6 atms. The balloon ruptured at 8 atms during the 3rd inflation. The balloon was completely removed from the patient. No kink prior to use and no resistance during the procedure. The procedure was completed with a 10mmx20mmx75mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).